Event description:
The distributor reported that: pt. Had a history of (B)(6) infection(s). Following the initial procedure on (B)(6) 2015, on (B)(6) 2015 the patient was treated for a wound infection with debridement and wound irrigation. Despite this the infection did not resolve but went deeper to involve the xb e-1522. The surgeon brought the patient back to the operating room on (B)(6) 2016 to do further debridement and irrigation choosing to also remove the xb e-1522. It is unknown whether or not the surgeon used another surgical mesh or a primary approach to repair the patient's hernia. The patient has recovered uneventfully.

Event description:
The distributor oeported that : pt. Had a history of (B)(6). Following the initial procedure on (B)(6) 2015, on (B)(6) 2015 the patient was treated for a wound infection with debridement and wound irrigation. Despite this the infection did not resolve but went deeper to involve the xb e-1522. The surgeon brought the patient back to the operating room on (B)(6) 2016 to do further debridement and irrigation choosing to also remove the xb e-1522. It is unknown whether or not the surgeon used another surgical mesh or a primary approach to repair the patient's hernia. The patient has recovered uneventfully.

Manufacturer narrative:
This manufacturer report #3006617478-2016-00002 has been prepared further to reception of the attached importer report #3005841068-2016-00002.